Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A publication titled "two cases of combined therapy with extracorporeal membrane oxygenation (ECMO) and intracardiac pump catheter for circulatory support (impella) in pediatric fulminant myocarditis", was reviewed and during support, a hematoma spread from the insertion area into the retroperitoneal cavity, ultimately leading to lower limb weakness, likely due to hematoma compression. The intervention for the hematoma is unknown.